Manufacturer narrative:
The reported product was returned for investigation. The returned meter powered on with button press and insertion of calibration bar. No errors were observed. No new issues were observed. The complaint is not confirmed.

Manufacturer narrative:
This is an initial report. The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. (B)(4).

Event description:
Customer reported his adc blood glucose meter had a blank screen and noted it would not turn on when the button was pressed or with test strip insertion. He further reported that on (B)(6), 2012 at 7:30 am he was sleeping but when his wife attempted to wake him she could not because he had experienced a loss of consciousness and due to the blank screen issue she could not perform a blood glucose test. Customer's wife used a competitor's meter, received a reading of 1.9 mmol/l (34 mg/dl) and administered an injection of glucagon. Customer self-treated by eating crackers. There was no report of death or permanent injury associated with this event.